Event description:
Customer reported unexpected negative reactions with capture- r ready screen(3), lot #r022, exp. 6/10/08 when testing a patient sample containing a previously identified anti-k and anti-e on the echo. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen, lot r022 and capture-r ready ID, lot id099. Reactivity of the e antigen was confirmed on retention capture-r ready screen lot r022. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.